Manufacturer narrative:
The screw has not returned for evaluation. A radiograph image was provided which confirms the event of a screw break at the neck. A review of the device history records could not be performed as the identifying part and lot number were not provided. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
A patient underwent a spinal surgery in (B)(6) 2023. It was reported that the screw fractured at the neck postoperatively. Revision surgery is planned. This is report 2 of 2.